Event description:
It was reported that the arm sector of the unicamp hc came into contact regarding the quality deviation of the linear 75 stapler and blue 75 mm load. In which the load did not trigger all staples, it is necessary to open another cartridge. There was no delay to the surgery. The surgery was completed successfully with no fragments generated. There were no patient consequences. Procedure: unknown.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Per photographic evaluation: this is an analysis of two photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: both photos shows a device with a reload loaded and along with a blue reload present, the reload not loaded, can be seen fully fired with no apparent damaged, and the reload loaded can be seen with the proximal 31 drivers up and with a b-formed staple on the proximal end. Also can be seen some staples on the anvil. Based on the two photos reviewed, the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 07/26/2022. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the tlc75 device was received with no apparent damaged and with a reload loaded in the device and three reloads (b - c - d) present. The reload loaded had the proximal 34 drivers up without staples, and the remaining drivers down with staples present and the tcr75 reloads b and c (348a68) and d (363a51) were received fully fired. The returned reloads had the swing tab in the locked position. The reload loaded was reset and the device was tested for functionality with the returned reload and it fired, cut, and formed all the remaining staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.